Manufacturer narrative:
The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders were functionally tested and performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. No leaks were found. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. However, product analysis concluded that identified a pump failed activation test was the most probable cause of the device malfunction. Product analysis identified the device malfunction with the returned pump.

Event description:
It was reported that preconnected inflatable penile prosthesis (ipp) was returned for analysis. Product analysis identified that the pump failed the activation test. No patient complications were reported in relation to this event.